Manufacturer narrative:
A siemens tse (technical service engineer) analyzed the immulite 2000 instrument data. Analysis of the instrument data indicated that the cause for the discordant hbsag results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant (B)(6) hbsag immulite 2000 result was generated on one (1) patient sample. The results were released and questioned by the physician. The laboratory repeated the sample and the repeat results were reported. There was no known report of treatment given or withheld based on the discordant hbsag result.